Event description:
It was reported that during an unknown procedure, the clips were crossed. It is not known how the procedure was completed. No adverse event on the patient was reported.

Manufacturer narrative:
(B)(4). The analysis results found that the er420 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed 7 clips as intended and it ejected 10 clips. Finally, it locked out as intended. No scissor clips were noted during testing. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: what kind of procedure, and how was it completed? It was completed by using different clip. Did anything unexpected happen prior to this incident? No. Was the clip fully advanced into the jaws? Yes. Did the procedure drive the need to apply torque or twisting of the device? No. What vessel was the device fired on? Please specify the size of the vessel? 3-4 mm fired on cystic artery. Were any unexpected noises heard? No. Was the device fired after this incident in or out of the patient? The whole visible clips were taken out. What were the patient¿s pre-existing conditions? Everything for normal patients. Does the patient have any relevant history of surgical treatments? No. No other story of the patient.